Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-3138-25 serial #: (B)(4) description: scs phiii ext 25cm the explanted devices were not returned to bsn. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that during a permanent trial, the patient developed infection. Symptoms of fever, nausea, vomiting, pus at the lead site, and increased white blood cell count were noted. The physician believed that the infection was not device related and the cause was due to some fluid that the patient had from post surgical fluid. The physician thought that the dura was nicked during the procedure which could have led to infection. The patient was admitted to the hospital, prescribed intravenous and oral antibiotics, and underwent lead pull. The patient was doing well postoperatively.